Event description:
It was reported that the patient underwent an unspecified surgical procedure. It was reported that the ends of the pituitary were de stroyed. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the lower portion of the pivot pin hole. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The fracture surface is bent down, consistent with excessive force. The location and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is complete.